Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a white particulate matter floating inside. This was identified during storage. The device was filled with an unspecified amount of fluorouracil. There was no patient involvement. No additional information is available.